Event description:
Reportedly, the patient was implanted on (B)(6) 2025 and everything was correct. A follow-up was performed the day post implantation, everything went well. On (B)(6) 2025, a follow-up was performed and the recommended replacement time warning was raised, with the safety mode activated. The battery voltage was 3.14v.

Manufacturer narrative:
The UDI is unknown as for now, once it is retrieved, a new MDR will be provided. The conclusions are as follows: - the rrt warning has been raised due to bluetooth communication issue. - the battery is not able to provide the needed current for a bluetooth communication. O a component involved in the current collection for a bluetooth communication is broken. - actions have been implemented to avoid this kind of issue in the future. - this complaint is recorded for trending purposes.

Manufacturer narrative:
The patient files analysis has revealed that the rrt (recommended replacement time) warning has been displayed following a low battery voltage measurement performed with the ble (bluetooth low energy) function. Nevertheless, a battery voltage measurement was performed later without this ble function indicating a correct value (3.14 v). This issue is due to the ble function. The associated risk is a pacemaker reset which could lead to a switch in back-up mode with the impossibility to re-initialize it correctly inducing a device¿s interrogation impossibility. Nevertheless, the back-up mode is a safety mode where the pacemaker operates with the following parameters in this case: vvi, 70 min-1, 3.5 v, 0.35 ms, sensitivity 2.5 mv, bipolar. Therefore, the pacing is still delivered. However, the device¿s integrity, cannot be guaranteed anymore. Based on the available data, a component failure (involved in the ble function) is currently suspected. The device has been replaced and returned, a device¿s expertise is currently performed such as visual check, electrical status check at reception and electrical tests in order to determine the root cause. The UDI is unknown as for now, once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, the patient was implanted on (B)(6) 2025 and everything was correct. A follow-up was performed the day post implantation, everything went well. On (B)(6) 2025, a follow-up was performed and the recommended replacement time warning was raised, with the safety mode activated. The baterry voltage was 3.14v.